Manufacturer narrative:
The insulin pump received excessive motor error alarms during rewind due to motor encoder signal out of phase. Analysis was unable to perform displacement test due to excessive motor error alarms. The insulin pump had a cracked on reservoir tube lip noted note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.